Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced significant glycemic variability with frequent hyperglycemia and hypoglycemia, consistent with a ¿rollercoaster¿ pattern, and was found to be announcing meals without eating to trigger insulin delivery, leading to recurrent lows followed by overcorrections. Symptoms included low glucose and high glucose events. Outcomes included troubleshooting and user education. Investigation included review of device data and coaching on proper pump use. Investigation of this case revealed user maladaptation and inappropriate meal announcements leading to insulin dosing mismatches and unstable glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.